Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown, device code - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, (B)(6), manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Information was received based on review of a journal article titled, "does component size "mismatch" lead to higher failure rates in total knee arthroplasty? Which aims to examine a large prospective total knee arthroplasty database for the outcomes of 'matched' and mismatched' implant combinations, comparing the agc and vanguard knee prostheses implanted from 1984 to 2015. Three prostheses were identified in the article that had a large femoral component on a small tibial component and experienced failure. There has been no further information provided and patient outcomes are unknown.